Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 1 month after dental implant was installed in intraoral region 9#, its non-osseointegration was observed. 40ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed, immediate load and immediate implant procedures were performed and biomechanical overload has happened.